Manufacturer narrative:
Unknown abutment screw. Product has not yet been returned to manufacture.

Event description:
The doctor reports that she inherited a patient that has a splinted bridge over 3 implants, sites 2, 3 and 4. He presented in the office with an unknown fractured screw in site 4 on (B)(6) 2017.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case, no specific torque can be recommended without identification of the screw. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.